Manufacturer narrative:
The hill-rom technician was unable to inspect the bed since the account had already repaired the bed and placed it back in service. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the motor and put the locking clip kt3440 back on the bed to repair the bed and it functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the (B)(4) stating the head section of the bed fell as it was raised. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).